Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the details of the incident are as follows, "during an emergency situation, I realize that the plunger on the syringe is defective. I have to start my preparation over, which represents a loss of time for the patient's care." The consequences for the patient are as follows: delay in care this incident was not reported to the ansm. We have recovered the incriminated device to send it to you for expertise.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11jul2023. H6: investigation summary: one sample received for investigation. Upon visual evaluation, the plunger is not broken, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Device history review was performed for lot 2211122, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The area manager has been made aware of your experience to increase awareness of this matter.

Event description:
It was reported while using bd plastipak¿ syringes the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the details of the incident are as follows, "during an emergency situation, I realize that the plunger on the syringe is defective. I have to start my preparation over, which represents a loss of time for the patient's care." The consequences for the patient are as follows: delay in care. This incident was not reported to the ansm. We have recovered the incriminated device to send it to you for expertise.